Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 600 mg/dl. The customer only had expired infusion sets and the offer from tandem technical support to troubleshoot to determine a possible cause of the occlusion was declined by the customer. The customer indicated that a healthcare provider would be contacted for a backup method to manage diabetes until a new order of supplies are received.